Event description:
Reportedly, the cpr4 does not work.

Manufacturer narrative:
Upon reception, the returned cpr4 head was tested and reported behavior was not reproduced, as normal initialization of the head and normal communication were observed when interrogating reference devices. The most likely hypothesis to explain the reported issue is that the cpr4 head was not properly positioned, or that electromagnetic interference was present during the pacemaker interrogation. Such interference may be generated by nearby screens, laptop chargers, electrophysiology magnetic sensors, or other telemetry heads, leading to the inability to interrogate the pacemaker. It is recommended to minimize, as much as possible, potential sources of electromagnetic interference near the telemetry head while the device is being interrogated. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. At reception, the device leds no longer light up, and it is impossible to interrogate. The reported event is caused by several mechanical shock, most probably due to the device falling on a hard surface (as visible with the multiple cracks on the white case). Therefore, internal and electrical component are affected, leading the device to not work correctly. This case is retained and utilized for trend purposes.

Event description:
Reportedly, when connecting the cpr4, the programmer does not recognize it. When it does recognize it, it is impossible to query the prosthesis. I tested it on the same programmer with a new cpr4 head and did not encounter this problem. The problem therefore stems from the cpr4.

Event description:
Reportedly, when connecting the cpr4, the programmer does not recognize it. When it does recognize it, it is impossible to query the prosthesis. I tested it on the same programmer with a new cpr4 head and did not encounter this problem. The problem therefore stems from the cpr4.